Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at .08730 inches. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. On the ss event date of 05-nov-2024 and customer's event date of 04-nov-2024, there were no unexpected alarm(s)/suspends recorded in the formatted history file. On the ss event date of 05-nov-2024 of the dailytotalcollectionstarttime, the dailytotalofbasalinsulindelivered = 222250 (22.225 u) and dailytotalofbolusinsulindelivered = 232000 (23.2 u) which is equal to the dailytotalofallinsulindelivered = 454250 (45.425 u). All bolus/basal were delivered in auto mode/manual mode. On the customer's event date of 04-nov-2024 of the dailytotalcollectionstarttime, the dailytotalofbasalinsulindelivered = 185250 (18.525 u) and dailytotalofbolusinsulindelivered = 442000 (44.2 u) which is equal to the dailytotalofallinsulindelivered = 627250 (62.725 u). All bolus/basal were delivered in auto mode/manual mode. The pump successfully delivered a 10 units bolus during the displacement test and a 25 units bolus during the dat. All boluses were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted. In further review of the formatted history file 1 week prior to the ss event date of 05-nov-2024 and customer's event date of 04-nov-2024, these pump error(s)/alarm(s) were noted: lostsensor1alert (780) was found on: (B)(6) 2024 20:03:00.000. Lostsensor2alert (781) was found on: (B)(6) 2024 20:19:00.000. Sgcalibrationerror (776) was found on: (B)(6) 2024 22:11:08.000. Sensorexpiredalert (794) was found on: (B)(6) 2024 19:19:50.000. The pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump was programmed with basal profiles and monitored. All basal profiles delivered their indicated amounts and were verified in the daily and summary history screens. The pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump was then programmed for auto mode. The display showed the calibrate your sensor alarm properly after completion of the auto mode warm up. The pump sensor feature and the auto mode connection are working properly. No lost sensor alert, sg calibration error, sensor expired alert or sensor related errors or anomalies were noted. No auto mode anomaly, history anomaly, delivery anomaly, bolus anomaly or basal anomaly noted during testing. Low battery alert was found on: (B)(6) 2024 00:56:00.000. Insert battery alarm was found on: (B)(6) 2024 01:25:28.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Upon checking on the power data/detail trace file, low battery alert was expected since the battery in the pump is low on power. The customer had used a low power battery. No unexpected low battery alert noted during visual inspection. All buttons function properly. The keypad overlay was removed to perform visual inspection and no damage in the keypad assembly noted. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. The j1 connector on pcba 1 was locked properly during visual inspection. Force sensor zero offset within specification (23.68 mv). The pump was received without a battery. The pump was received with a battery cap. No cracked/damaged battery cap noted during visual inspection. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay and a scratched case. The pump passed all the required testing. Unable to verify customer alleged for high bgs. Customer alleged for keypad anomaly, auto mode anomaly and possible under delivery anomaly were not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: customer reported that the keypad did not respond as usual and it was so slow after having a high blood glucose value on the evening of november 4, 2024. The middle button was having the issue. Customer had to push the button multiple times. Customer changed the set for the high and gave manual injections (insulin drip was not given). Customer alleged under delivery because they did not receive any auto corrections. Smartguard was used. Customer discontinued the pump and returned it for analysis.

Manufacturer narrative:
Additional information has been received regarding the incident date change which was not included in the initial report. So, the correct incident date has been changed from 05-nov-2024 to 04-nov-2024 as per new additional information and which is updated in section b3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced keypad button was unresponsive and possible under delivery anomaly. The customer reported blood glucose value of 20 mmol/l. The customer reported hyperglycemia treated with IV insulin drip (intravenous insulin infusion). The event involved product(s) mmt-1885. Troubleshooting was performed and customer has been using the insulin pump system within 48hrs of reported high blood glucose event. No further patient complications were reported. It is unknown whether the customer will continue using the insulin pump. Mmt-1885 was requested and customer response was the device will be returned.